Event description:
It was reported that the needle took more time than expected to be inserted to her skin, indicating a needle mechanism failure. The patient's glucose level was reported as 8 mmol/l (144 mg/dl). Additionally, the patient reported the cannula being bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.